Event description:
Materials#: unknown batch#: unknown verbatim: creating complaint for disposables. It was reported chemotherapy drug had spilled and "contaminated and leaked into two (2) pump modules". The pumps are sequestered from usage and have been partially cleaned. There was patient involvement but no harm.

Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11426964 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.